Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump continued to emit loss of prime warnings. Cartridges were used from two different boxes, and sample cartridges from a diabetes educator were also used; however loss of prime warnings occurred with all cartridges used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014-device evaluation: a retain cartridge sample has been evaluated by product analysis on 03/03/2014 with the following findings: a retain sample from the same lot number was tested. No failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:a review of the black box indicated a loss of prime associated with a non-zero force. A loss of prime was not duplicated during investigation. The force sensor calibration reading was within specifications. Unrelated to the complaint, the audio bolus button was unresponsive. The bolus button cover was removed and the button slug was missing.